Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the device and there is some tissue build up. The ptfe pad (tissue pad) was inspected and found it partial split in cross direction metal not exposed. There were also charred marks observed on the side wall of the jaw. The probe of the device was found to be broken off. The missing broken portion of the probe unit measured approximately 15mm. The portion that remained intact measured approximately at 4 mm. The broken probe portion was not returned for evaluation. The device was attached to the test usg-400/esg-400 and during activation an u509 (probe damage) error code displayed on the generator. Based on the similar reported events, the cause for the broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the damage on the teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. This type of probe damage is consistent with the operator's technique the instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the probe broke off and fell into the patient. The device fragment was retrieved with unknown device. The intended procedure was completed with a different device. There was no patient injury.